Event description:
It was reported that stent dislodgement occurred that required additional intervention. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 20 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, while advancing the stent to the distal segment of the lcx, resistance was felt and while pushing the delivery system, the stent was dislodged from the balloon. The doctor used a different stent to crush the dislodged stent. The patient was stable at the end of the procedure.